Event description:
As reported by the affiliate, the saber pta catheter ruptured and began leaking at 14 atm during initial inflation. The leakage was found at the joint of the balloon and the shaft near the hub. Another product was used to complete the procedure. The patient is currently fine. The patient was a male, but his age was unknown. The intended procedure was a pta of a target lesion located in the shunt vessel. The lesion was mildly calcified and tortuous. The rate of stenosis was 90%. For the procedure, a saber pta catheter was opened. There was no difficulty removing the product from the hoop, or removing the balloon cover and stylet. There were no kinks or damages noted prior to use and the device was prepped normally with no anomalies noted. After the lesion was crossed with a non-cordis guidewire without difficulty, a saber pta catheter was inserted into the patient. There was no resistance/friction or difficulty experienced as the balloon was advanced to and across the lesion. At the lesion, the balloon was inflated. However, leakage was observed at approximately 14 atm during its initial-dilation due to a rupture. The contrast media and contrast-to-saline ratio are unknown. The catheter was not in an acute bend and the catheter did not kink during use. The balloon was maintaining pressure before leakage was noted. The balloon did not seem to stick to a stent, and the balloon was easily removed from the patient with no resistance/friction. The balloon catheter was removed intact (in one piece).

Manufacturer narrative:
(Continued from event description): after it was removed from the patient, and the physician inflated it at outside the patient. The leakage was found at its joint of balloon portion and its shaft near the hub. Therefore, another new unknown balloon was used instead. The procedure was finished successfully. The patient is currently fine. The product was clinically used. And it will be returned for analysis. The device has been received; but, the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant devices: 0.018 inch radifocus guidewire, terumo; and basic compax indeflator. (B)(6).

Manufacturer narrative:
The product was actually received on october 28, 2014 and not october 22, 2014 as reported in the initial 3500a report. All other information remains unchanged.

Manufacturer narrative:
Complaint conclusion: a saber pta (percutaneous transluminal angioplasty) balloon catheter ruptured and began leaking at 14 atmospheres (atm) during initial inflation. The leakage was found at the joint of the balloon and the shaft near the hub. The patient is currently fine. Another product was used to complete the procedure. The patient was a male, but his age was unknown. The intended procedure was a pta of a target lesion located in the shunt vessel. The lesion was mildly calcified and tortuous. The rate of stenosis was 90%. For the procedure, a saber pta balloon catheter was opened. There was no difficulty removing the product from the hoop, or removing the balloon cover and stylet. There were no kinks or damages noted prior to use and the device was prepped normally with no anomalies noted. After the lesion was crossed with a guidewire without difficulty, a saber pta catheter was inserted into the patient. There was no resistance/friction or difficulty experienced as the balloon was advanced to and across the lesion. At the lesion, the balloon was inflated. However, leakage was observed at approximately 14 atm during its initial dilation due to a rupture. The contrast media and contrast-to-saline ratio are unknown. The catheter was not in an acute bend and the catheter did not kink during use. The balloon was maintaining pressure before leakage was noted. The balloon did not seem to stick to a stent, and the balloon was easily removed from the patient with no resistance/friction. The balloon catheter was removed intact. After it was removed from the patient, and the physician inflated it at outside the patient, the leakage was found at its joint of balloon portion and its shaft near the hub. Therefore, another new unknown balloon was used instead. The procedure was finished successfully. The patient is currently fine. The product was returned for analysis. One non sterile saber 5mmx4cm 90cm was returned. The balloon appeared to have been previously inflated. A non cordis guidewire was received inserted into the catheter. No damages were noted in the device. A leak test was performed and a leak was noted in the inflation port of the hub. Therefore, in order to test the balloon, the device was cut and it was inflated with a y connector and no leakage was observed. Sem analysis showed that the crack in the hub had spread entirely through the wall thickness of the hub. The external surface of the hub presented evidence of abrasions near to the crack. No visual evidence of any chemical degradation or cutting in the material was noted. A device history review (DHR) of lot 17032885 revealed no anomalies or non-conformances that can be associated with the reported complaint. According to the instructions for use proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. The reported ¿balloon burst at/below rbp¿ was not confirmed as no leakage was found in the balloon during analysis. However, leakage was observed in the hub during analysis, and so the ¿body shaft-leakage (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of this event could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the burst experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The product investigation was completed; however, additional information is pending for final report and will be submitted within 30 days upon receipt. Product investigation: one non sterile saber 5mm4cm 90 was received coiled inside a plastic bag. Balloon appeared as if it has been previously inflated. A non cordis guidewire was received inserted into the catheter. No damages were noted in the device. Leak test required was performed and a leak was noted in the inflation port of the hub. An assessment was made by the production engineering team and: a meeting with pet was performed and after the assessment, it is concluded that the saber assembly line include the hub damage verification control to detect damage (hub cracked) and with this control in place the hub crack the pet members analyze cannot be caused during our processes. Therefore, the opportunity of not detecting hub damage is very unlikely. The device was sent to sem analysis to determine the possible cause of hub cracked. Sem results showed that the crack in the hub had spread entirely through the wall thickness of the hub. The external surface of the hub presented evidence of abrasions near to the crack. No visual evidence of any chemical degradation or cutting in the material was noted. Review of lot 17032885 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure reported by the costumer could not properly evaluate. However, a leakage was observed on the hub. The exact cause of this failure could not be conclusively determined; controls are placed to prevent defective units from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.